Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion); (tortuous iliacs). Conclusion: (tortuous iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a greater than 9 cm abdominal aortic aneurysm, approx five months ago. Vessel morphology was reported as acute angulation of neck and iliacs. It was reported that the pt had an occluded left iliac; however, the graft was open and the occlusion was distal to the iliac stent graft limb. One month ago there was acute left ilio-femoral thrombosis. The pt was taken to the operating room and the underlying femoral artery was opened longitudinally. A large amount of organized thrombus was evident. A # 5 fogarty catheter was passed proximally and copious amounts of clot were removed and adequate inflow pressure resumed. Two passes with the fogarty catheter were made and on the second, no further clot was removed. Several more passes were made to ensure all clot was removed. The foot appeared warm with adequate capillary refill. Two days later, a slight kink was noted in the distal limb of the left iliac endograft segment; however, it did not appear to be in any way flow-limiting or significant. There was very good flow into the left ilio-femoral system. Internal review of pre-implant films shows tortuous iliacs which may have contributed to the occlusion. No additional clinical sequelae were reported, and the pt is fine.